Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report he was unable to connect the transfer guard onto the vial during a set change. Blood glucose reading was 560 mg/dl. The customer mentioned the same problem occurred with several sets. The customer will return the reservoirs for analysis. Advised that the reservoirs will be replaced. Nothing further reported.